Event description:
The ins was moved from the pt's left hip to the left abdomen and the pt had uncomfortable stimulation since. The pain was random in nature and sometimes occurred with movement. The pt had periods of stimulation that relieved his pain and in between the periods of uncomfortable stimulation. Impedances were normal. X-rays taken in the past had not revealed any problems. The physician was in the process of deciding whether to refer the pt out for total system revision. The pt was unable to use the system due to the unpleasant, sudden jolts he got in his neck which were independent of position or movement.

Manufacturer narrative:
(B) (4).